Event description:
A nurse received a minor injury from the needle tip of an IV catheter device after deploying the safety shield/clip. The safety shield/clip deployed but it did not quite cover the tip of the needle.